Manufacturer narrative:
This info was not provided on medwatch report rec'd. Subject device has been rec'd, and is currently in the eval process. No conclusion can be drawn at this time. Synthes is unable to determine the MFR date without a lot number. Add'l info provided on 06/20/08 by the rptr, stated two out of five screws were broken. Two FDA 3500a reports (1719045-2008-089 and -090) were subsequently filed on 07/17/2008 by synthes, one for each presumed broken screw. A digital photograph taken on 08/05/08 revealed three broken screws returned, not two, as originally reported by reporter of the facility. FDA 3500a report # 1719045-2008-00109 is being filed for the third broken screw. This is for the same MDR event previously reported in 1719045-2008-089 and -090.